Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure customer had received the replacement products and that they are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer called for upgrade to true metrix product line as they have discontinued product - customer has true result meter and truetest test strips. The test strips are expired - manufacturer's expiration date is 05/28/2018 and test strips are part of recall. Customer did not report a complaint associated with the product. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.